Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited nsrvo due to post-sensed t-wave oversensing via a merlin@home transmission. The patient is in stable condition.